Event description:
The customer reported the ventilator alarmed and went vent inop during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The manufacturer's field service engineer reported the device diagnostic history indicated a ventilator restart occurrence at the time of the reported event. The field service engineer evaluated the unit and was unable to duplicate the reported problem. The unit passed all testing to manufacturers specifications.